Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An ha-coated spline implant was returned for inspection with corresponding cover screw. Visual inspection revealed wear about the threads. The drive feature of the cover screw is damaged and rounded. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental spline twist implants¿ 8962 rev 2-06/16. Information identified: implant placement for threaded 3.25mm spline implants after the implant is seated at the desired level, unscrew the implant driver mount by disengaging the retaining screw with the 0.050 hex drive seating tool. The driver mount countertorque tool or hemostats may be used to prevent rotation of the implant during driver mount removal. The external hex of the countertorque tool engages the hex socket of the driver mount. A hole in the end of the countertorque tool allows the long hex drive seating tool to be passed through the countertorque tool and engage the retaining screw. While holding the countertorque tool in a fixed position, disengage the retaining screw by turning the hex drive seating tool in a counterclockwise direction. When using hemostats to prevent rotation of the implant during driver mount removal, the external flats of the driver mount are gripped with the hemostats and either the long or short 0.050 hex drive seating tool is used to remove the retaining screw. Remove the driver mount from the implant body. Both the mount and the retaining screw are disposable products, and should be discarded. Caution: take precautions to prevent the driver mount from being aspirated by the patient. Complaint indicates the implant would not disengage with a healing screw. The parts were functionally tested and the cover screw was easily removed from the implant and did not appear to be damaged. A root cause for this complaint could not be determined. (B)(4). Device available for evaluation change 'no' to 'yes'. Device evaluated by manufacturer: change 'no' to 'yes'.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510k number includes k943604. Awaiting product return.

Event description:
It was reported that upon implant (1989) placement the healing screw became stuck in the implant. The doctor removed the implant and placed another implant in the same procedure.